Manufacturer narrative:
(B)(4). A polaris loop stent was returned for evaluation. A visual evaluation of the returned device found that the proximal section of the stent was damaged, both loops were broken. No other anomalies were noted. Based on the product analysis, it is most likely that the stent has been damaged due to some handling aspect; thereby, causing the damage found (loop detached or broken). The loop of the stent was likely detached or broken by the suture, the failure found is consistent with one caused when suture is being pulled with excess of force and the damage was noted at the bladder side of the device specifically in the loop where the suture goes placed. Therefore, 'cause traced to component failure' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was unpacked for use for a ureteral drainage procedure to be performed in the bladder for urologic obstruction on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that the stent was fractured . The procedure was completed using another polaris loop stent. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was unpacked for use for a ureteral drainage procedure to be performed in the bladder for urologic obstruction on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that the stent was fractured . The procedure was completed using another polaris loop stent. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.